Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a motion failure error message and locked up. There is no report of death or serious injury associated with the complaint.